Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set cannula was bent. The insertion site was at abdomen. Infusion set was in use for less than two hours. No further information available.